Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness, congestion, sneezing. There was no report of serious or permanent patient harm or injury. The manufacturer received additional information that the patient also alleged to have breathing issue. In this report, section "date received by mfg' and section "patient outcome code grid" has been updated / corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness, congestion, sneezing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to philips investigation laboratory. The device has been visually inspected by the manufacturer. The manufacturer able to confirm the evidence of foam degradation or breakdown. In this report, box d, g, h has been updated or corrected.

Manufacturer narrative:
The device was returned to philips investigation laboratory. The device has been visually inspected by the manufacturer. The manufacturer able to confirm the evidence of foam degradation or breakdown. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nasal/throat irritation or soreness, congestion, sneezing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation laboratory was able to confirm the presence of degraded sound abatement foam residue. Product investigation laboratory was not able to confirm the complaint of heater not working, using a known good humidifier, product investigation laboratory observed the humidifier heated up, or address the symptoms specified. Using a known good power supply and power cord, product investigation laboratory confirmed the device powered on and supplied airflow. During review of the error logs, product investigation laboratory determined the device was likely reset prior to product investigation laboratory receipt due to having 23002.7 machine hours and 0 blower and therapy hours. There were 11 errors logged. During the investigation, product investigation laboratory observed an unknown dust contaminant on the top cover, inside iso port, side panel, pca, blower cap, blower, right side assembly, blower housing, bottom enclosure, air inlet seal, and blower outlet bellow. Product investigation laboratory observed black hairlike contaminant on the inside of the iso port, side panel, and blower cap. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of iso port, blower cap, blower, right side assembly, and the blower housing. (B)(4) addresses the issue of liquid ingress. Using a known good humidifier, product investigation laboratory observed the device did heat up. Product investigation laboratory observed the rubber grommet on the blower was not seated into the blower cap correctly. Evidence of sound abatement foam degradation/breakdown was observed. In this report, box g: date received by mfg. (Rfb) has been updated or corrected. In this report, box h problem code grid, evaluation method code grid, evaluation results code, conclusion code grid has been updated or corrected.